Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, a previous investigation found the root cause may be due to suspected misuse. It has been determined that use error/technique is the likely cause for failure. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. No evidence was found indicating product error was a contributing factor. Fmea (B)(4) was reviewed, and the hazard/harm in the fmea is in line with the observed historical occurrence rate and the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Drill bit broke off and was left in the patients bone.